Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead a zoll field representative evaluated the device at the customer's site. The customer's report of an unspecified self check fault was observed and the smart pneumatic module board was replaced. The device was recertified. The log files were not available to confirm which self check fault occurred. Analysis of reports of this type has not identified an increase in trend.